Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin flow block alarms and also multiple pump error alarm. The customer's blood glucose was unknown. Customer stated that the pump error alarm was reoccurred. The product will be returned for analysis.

Manufacturer narrative:
The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. No unexpected post-reset ram crc alarm, trace pointers are invalid or power supply test failed during self-test alarms noted during testing. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. The pump passed the rewind test, prime test, basic occlusion test, force sensor test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error due to connector resistance issue. Hardware low level failures alarmed during self test and was confirmed in the formatted history file due to broken trace at pin 6 keypad assembly.